Event description:
Complainant alleged that during biomed testing, the device's main control switch was missing and the device could not be turned on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp. The reported malfunction was observed and attributed to a missing main knob. The main knob was re-installed to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.